Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that three days after a craniotomy procedure, a nurse confirmed a rash on the pt at the return pad site. The rash was diagnosed as a burn. The degree of burn and patient info are not available. The incident pad was discarded by the site and is not available for evaluation.